Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who confirmed the alleged malfunction. The rse ordered a replacement nibp assembly to resolve the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be the nibp assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Customer reported inaccurate blood pressure reading. The device was not in use on a patient at the time of event, there was no adverse event reported.